Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the front panel, display ribbon cable and machine flow sensor was observed. The device's front panel/led pca, display ribbon cable and machine flow sensor were replaced to address the issues.